Event description:
It was reported by the customer that the insulin pump was cracked near the reservoir compartment. Customer stated they do not recall any significant events that lead to the damage or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 97 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, a cracked case near a display window corner, minor scratches to the display window, a stained address and serial number label and a stained end cap sticker.